Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device was not implanted/explanted. Initial reporter phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the procedure the staff tested the ability of the dynamic hip system (dhs) screw to pass the plate barrel after assembly; connection screw into the dhs/dcs wrench and sliding over the appropriate dhs plate and connecting this dhs screw. The dhs plate did not slide over the backside of the dhs screw. The surgery was not delayed. Screw did not match with plate. They used a different dhs screw instead. When testing after surgery the dhs screw did not fit several dhs plates barrels. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 11 october 2007. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the positioning groove of the dhs/dcs® screw is damaged; there are burrs and dents visible. The review of the production histories revealed that this dhs/dcs® screw was manufactured in october 2007 and sold in january 2008. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. All described nonconformities are post manufacturing. The type and extent of damage incurred indicate that this complaint was caused by wrong handling; the interference is due to the deformation of the positioning groove which is consistent with the result from excessive force prior to achieving proper alignment. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.